Event description:
It was reported that the lead exhibited high thresholds in multiple locations. An alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.